Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: a review of the black box showed no power on reset events. The battery compartment was cracked above and below the bumper pad. Moisture was found inside the battery compartment. The battery cap was not returned. A test battery cap fit to maintain an electrical connection. The pump was run for 24 hours and no power on resets occurred. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture to the printed circuit board or internal components. No damage was found to the power circuit.